Event description:
The hosp reported that at the completion of a double coronary artery bypass graft procedure, two heartstring seals didn't unravel completely during removal process. For the first graft, the seal was "caught up" with the suture and the surgeon cut the seal to remove it from the anastomosis. For the second graft, the surgeon used a couple of stitches to repair the torn anastomosis. No other pt complications were reported. This report is for the seal used during the second graft.